Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to latch to monitor) has been confirmed. Upon investigation the trunk cable connector guide pin was bent and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.